Event description:
It was reported the patient wanted to have their device removed. It was reported the device had not been working for a while. It was reported to have been fine for a while and blocked the nerve pain, but it was causing the patient to be sick all the time. It was reported the patient was on a saltine and water diet and was bed ridden since the device was implanted on (B)(6) 2011. It was further reported the implant site never healed since implant, and the implant site on the patients back was sore. It was noted the device had been implanted to treat the patients pinched sciatic nerve (the patient had pain that went down both of legs). It was reported the patient had a couple bad discs in his neck that they were able to see on CT scan. The patient had a blown disc between l3 and l4 which was seen on CT scan. The patient was noted to walk with a cane and had shoulder problems as well. It was reported the patient needed the device removed because the patient had other (non-device related) problems and needed to have an MRI. It was noted the patient described having to be hooked up to the wall all the time. It was reported the device was no longer effective.

Manufacturer narrative:
Concomitant products: product ID 355531, lot# n301965, implanted: (B)(6) 2011, product type screening device; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).